Event description:
A distributor reported a cartridge alarm, identified as alarm 20, occurring during pumping. There was no reported impact to the customer¿s blood glucose level, and no specific information was provided. The pump was replaced under warranty, and the customer was instructed to return the faulty pump using a pre-paid label and return box. No backup therapy details were shared by the customer.